Manufacturer narrative:
(B)(4).

Event description:
Source document indicated the atrial lead also exhibited an insulation anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The patient had a history of noise. The lead was explanted and replaced. The patient was stable post procedure.